Event description:
It was reported that a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm was found to have. The reporter stated that black spot found in the drip chamber of infusion set. There is 1 affected quantity confirmed and is available for return. Pictures are provided showing the involved sample with black spot. There was unknown patient involvement and unknown patient harm. (B)(6) 2025.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
Correction: report received stated that a tiny black particle was found in the chamber of the infusion set during priming. The package fully sealed when received. A new infusion set was replaced, and no further problems occurred. The infusion set did not reach the patient and no patient harm.

Manufacturer narrative:
Correction: b5. Investigation summary: received one (1) used. List #140019291, primary plum set for inspection. Received two (2) photos of drip chamber with one (1) black spot. Embedded burnt material was observed in the wall of the sight chamber. The sight chamber was cut open and the particle was confirmed to be embedded in the wall, not in the fluid path. The complaint of black spot in the drip chamber can be confirmed. The probable cause is a vendor related issue. The drip chamber is manufactured by a third-party supplier. The supplier has been notified of this issue. This defect does not affect the form, fit and function. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.